Manufacturer narrative:
Additional information: patient demographics provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the rotor for the gantry was misaligned. The reported issue was resolved by realigning the rotor of the gantry. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the gantry door for the imaging system would not close entirely. The door appeared closed but the pendant displayed that the door was open. The site elected to complete the procedure with a second medtronic imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.